Event description:
A customer reported a high blood glucose level of 298 mg/dl, and the cause was unknown. There was no adverse impact to the customer¿s blood glucose level beyond this reported high value. The customer attempted to correct the high blood glucose by administering a correction bolus via the pump. Technical support instructed the customer to inspect various aspects of the insulin delivery system, such as the site, tubing, and connections, as well as to remove any air bubbles from the tubing. The customer was advised to replace supplies if necessary and to continue with their insulin regimen.